Event description:
Same case as: MDR ID 2134265-2013-05845. It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via the radial artery. The stenosed target lesion being treated was located in the severely tortuous and moderately calcified right coronary artery. The physician prepared the vessel by predilating it with 2mm x 20mm apex balloon catheter and the calcified part of the vessel was predilated again with a 2.5mm x 15mm quantum apex balloon catheter. After predilating the lesion, a 3.5 x 38mm promus element stent was advanced to cover the stenosed part. A 20mm x 3.50mm nc quantum apex balloon catheter was used to post dilate the proximal part of the stent for better apposition. When inflated up to 18 atm pressure, the balloon burst. The physician changed the balloon catheter to a 15mm x 3.5mm nc quantum apex balloon catheter. When inflated up to 18 atm pressure, the balloon burst again. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5mm from the distal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID 2134265-2013-05845. It was reported that during a percutaneous coronary intervention, balloon rupture occurred. Vascular access was obtained via the radial artery. The stenosed target lesion being treated was located in the severely tortuous and moderately calcified right coronary artery. The physician prepared the vessel by predilating it with 2mm x 20mm apex balloon catheter and the calcified part of the vessel was predilated again with a 2.5mm x 15mm quantum apex balloon catheter. After predilating the lesion, a 3.5 x 38mm promus element stent was advanced to cover the stenosed part. A 20mm x 3.50mm nc quantum apex balloon catheter was used to post dilate the proximal part of the stent for better apposition. When inflated up to 18 atm pressure, the balloon burst. The physician changed the balloon catheter to a 15mm x 3.5mm nc quantum apex balloon catheter. When inflated up to 18 atm pressure, the balloon burst again. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4).